Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide, and objective lens were dirty. A chip in adhesive area between acoustic lens and ultrasound probe. Damage in acoustic lens. Adhesive on a-rubber was detached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of customer allegation: a chip in adhesive area between acoustic lens and ultrasound probe. Damage in acoustic lens. Adhesive on a-rubber was detached. The most probable cause was traced to component failure. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. For malfunctions identified during the device evaluation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had tear or crack at the distal end. The event occurred during inspection for use. There were no reports of patient involvement.